Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 100% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. Three balloons, size 1.5mm, 2.0mm, 2.5mm, were used to predilate the lesion. Next, a 38x2.75mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. Further pre-dilatation was performed with a 2.5mm balloon and the taxus liberte sds was advanced again but did not cross. It was noted that the edge of the stent was collapsed. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).